Event description:
It was reported that during a routine follow-up and upon interrogation, the atrial lead exhibited noise. The noise was not reproducible through isometrics. The device was reprogrammed and the asymptomatic patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.